Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that a patient was being monitored by an intellivue patient monitor connected to a central station. After the patient coded, the customer wanted to review the vitals data in the hospital charting system. It was found that the vitals data was missing.